Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. DHR review; unable to review the applicable DHR as the lot no. Was unavailable complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is 0,00059% complaints/product uses. A complaint investigation (failure analysis) and determination of root cause is not possible as the complaint could not be verified due to lack of sample.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a colon segmental resection surgery, the spring of the forceps that allows the bite to close is broke, and a small part has escaped. The breakage caused 3 scratches on the liver (each 2 cm) caused by sliding part. The broken part didn¿t fall into the surgical site. To complete the procedure, the surgeon coagulated the scratches with another forceps. The event lead to one hour surgical delay to coagulate the part of liver that is been scratched.